Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be peeling from the left side of the keypad. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad should be obvious and detectable and should alert the user to discontinue use of the device. All keypad buttons were found to be functioning appropriately.

Manufacturer narrative:
Unrelated to the complaint, evaluation also revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas to report that keypad buttons were hard to press and that the keypad button presses were not activating the desired pump functions. A replacement pump was sent to the patient. There was no reported patient impact associated with this complaint. This complaint is being reported due to the alleged keypad issue.